Event description:
It was reported that a spectrum pump alarmed door not fully latched alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The customers report of door not fully latched was confirmed and reproduced. The device was found to be out of specification in relation to the reported symptom due to the upstream sensor not being properly seated and the door latch hooks being out of adjustment. The upstream sensor and door latch hooks were replaced.